Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced tissue damage, pain, swelling and fluid drainage at the implant site subsequent to sustaining a head trauma. The patient also developed infection and hematoma at the implant site. Susbequently, the patient was treated with oral and topical antibiotics (date and duration not reported), and steroid (type, date and duration not reported); however, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2025.